Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty procedure. I received a depuy 52 mm acetabular cup, a 36 mm x 52 mm metal liner, a summit femoral stem, size 3, and pinnacle metal-metal femoral head 36 mm, +1.5. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacule device, I experience debilitating pain, discomfort and soreness in my left groin and thigh. Diagnosis or reason for use: osteoarthritis, left hip. See scanned page.